Event description:
This micro drill medium straight attachment was sent in for repair due to overheating during use. There was no report of patient injury. No further information was provided.

Manufacturer narrative:
During the quality investigation, the customer's complaint was duplicated; the device overheated during testing. Upon further investigation, debris was noted in the nose cone and the upper bearing had no lube. The bearing was identified as the probable cause of the failure.